Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were reproduced and confirmed through evaluation. The force required to secure the door was above expected levels. This condition was caused by cracked threaded insert bosses and raised threaded inserts causing separation between front case and mechanical assembly. The front case was replaced.

Event description:
It was reported that a spectrum pump had door not fully latched alarms. It was also reported there was no pt involvement.